Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pseudomonas bacteremia and pocket hematoma. There were no additional adverse patient effects reported. The crt was explanted.